Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: during an operative hysteroscopy, a 5 mm resection loop ref. (B)(4) (lot no. 858491, exp 30.11.2029) broke during the procedure. The surgeon performed a verification endoscopically, digitally, and visually, but the loop was not found. Due to the fact that fragments or broken parts may have been left behind in the patient, this case is deemed reportable.